Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device indicated a data recording problem. The daily and weekly battery voltage measurements were steady around 3v but the value measured at the interrogation was 2.69v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the battery voltage was 2.89 volts at last visit and 2.69 volts on (B) (6) 2008. It was further reported that a customer was concerned about possible premature battery depletion and a dramatic downward trend in battery voltage. Analysis of performance data from the device suggested in-office measurement erroneous due to a circuit measurement issue, as the device memory showed automatic daily measurements voltage approximately 2.95 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.